Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389-40, lot# j0300439v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the patient had experienced chronic intermittent infection which had been ongoing since original implantation. The patient had not had meningitis. Signs and symptoms of the infection had included wound erosion. The primary location of the infection was behind the patient¿s ear at the connection block. Reference manufacturer¿s report number: 6000032-2015-00037.